Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It has been reported that the ventilator failed during pre-use check (puc) with internal leakage test failed. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. Investigation on pressure transducer pcb readout from eeprom data of received pressure sensor show an error with memory status on the pcb. The returned pressure transducer circuit board has been tested in a ventilator. The ventilator fail the pre-use check during the investigation with pressure transducer placed in the inspiration channel. The zero pressure voltage has been measured using a multimeter which showed an acceptable voltage value. The whetstone bridge for the pressure sensor has been measured and the results show major drifts. A microscopic investigation shows particle or contamination on top of the membrane inside the sensor's cavity. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Based on the information above, this complaint will be closed.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).